Event description:
User alleges incident with home patient which became urgent in nature when the size 12-french closed system suction catheter "sleeve somehow became dislodged" and obstructed circuit, resulting in abnormally high pressure reading in the home ventilator, and sent home pt to hospital ICU to be put on hospital ventilator. Device was in use for 72 hours.